Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. Intermittent button response due to flattened dome switch on act button.

Event description:
Customer reported via phone call that their insulin pump is malfunctioning. The blood glucose reading was 97 mg/dl. It was discovered during failure analysis that the display was scratched.